Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. FDA notified?: the initial reporter also notified the FDA via medwatch #mw5105109. Device manufacture date: unknown. Investigation summary: a complaint of a hole being found on the set causing leakage was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported unspecified bd¿ alaris pump infusion set had damaged tubing, resulting in leakage. The following information was provided by the initial reporter: "infusion pump indicated air in line and that the bag that was hung 2 hours prior was totally empty. A pool of clear fluid was noted on the floor underneath the pump. The tubing had a significant hole at the base of the blue top loading connector that caused the leak."